Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for ventricular sensing episodes. The patient's morphology was noted to be polymorphic with an erratic rhythm. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.